Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The safety shield did not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. No pt injury reported.